Event description:
Information received indicates the trendelenburg function is inoperable.

Manufacturer narrative:
The technician adjusted the high limit and trend engage/disengage switches to repair the bed.